Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge remained static for an extended period of time despite routine use. The customer's blood glucose (bg) level was 120 mg/dl. Reportedly, the fill gauge began to decrease as expected and was accurate at the time of speaking with tandem technical support.